Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on a "connection alert" screen. During troubleshooting with tandem technical support, the customer was able to clear the screen and resume insulin delivery. Customer¿s blood glucose level was 263 mg/dl.